Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was able to be confirmed. The modular cable (lot number: 6903882) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 8 days ((B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place in the testing labs at abbott. Driveline power fault alarms coincident with power a broken flags were active on (B)(6) 2023 at 07:01:11 - 10:22:44 once the driveline was disconnected. The controller was shut down at 10:24:10. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The modular cable was inserted into a test loop with the returned controller, and driveline power fault alarms activated. The modular cable was connected to the cirris tester and did not pass. The cable was cut open to inspect the condition of the underlying layers and the brown (power a) wire was broken along with other damaged wire. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by damaged wires in the modular cable. The device history records were reviewed for the modular cable (lot number: 6903882) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an active driveline power fault alarm. The log captured driveline power fault alarms beginning at 0739 on (B)(6) 2023. The modular cable was swapped out and the alarms resolved.